Event description:
Impedance readings were reported to be >3600 ohms. The health care professional planned to do an x-ray and was considering a revision. Additional information has been requested, a follow-up report will be sent if additional information becomes available.